Event description:
New information reported stated that the patient was in stable condition post surgery.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the hospital experiencing chest discomfort, atrial fibrillation with a ventricular rate of 47-54 beats per minute. Upon attempting to interrogate the device, telemetry communication failed twice. The device exhibited backup vvi operation and then communication was lost again. The device was explanted and replaced on (B)(6) 2015.